Event description:
Healthcare professional reported left side rupture with deformity and discomfort. The device has been explanted.

Manufacturer narrative:
Clarification to partial date of event b3: "apr2025" was provided. A review of the device history record has been completed. No deviations or non-conformances noted. Laboratory analysis summary: device photograph(s) for the device related to the reported event of rupture was requested on april 30, 2025. It is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
Continue section e1 (phone #) (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Photographic device evaluation: a review of the device through photographs noted an opening on the device, however the assessment of the opening cannot be confirmed as microscopic analysis is not possible.

Event description:
Healthcare professional reported left side rupture with deformity and discomfort. The device has been explanted.